Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the insulin pump was unable to prime. Customer's blood glucose at the time of incident is unknown, however mother provided a blood glucose of 16.7 mmol/l at the time of call. Customer's mother reported that the insulin pump stopped working. Customer's mother reported that there was an error message on the pump, but was not sure what it was. Customer's mother mentioned the customer was hospitalized after being off the device for 60 days on (B)(6) 2017. Troubleshooting was not performed. The insulin pump is returning for analysis.